Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and the alarm could not be cleared. Customer's blood glucose was 199 mg/dl at the time of incident. Troubleshooting found that the alarm could not be cleared before or after a battery change. No further details given.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump was received with operating currents within specification, and passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected no delivery alarms were noted. The pump was received with the low reservoir alert functioning properly during testing. No unexpected low reservoir alarm was noted during testing using a water filled test reservoir. The pump was received with a missing end cap sticker, a cracked belt clip slot and minor scratches on the lcd window.